Event description:
It was reported that a during a clinic visit, capture anomaly was discovered. There was not a full understanding of the capture anomaly. The lead was capped and replaced. Patient was in good condition.